Manufacturer narrative:
The reported event of insulation damage was confirmed, but the reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages to the outer insulation consistent with procedural damage which contributed to the reported event of insulation damage.

Event description:
During a follow-up, noise was observed on the right atrial (ra) lead. During the revision procedure, an insulation anomaly was observed on the ra lead. The ra lead was explanted replaced to resolve the event. The patient is stable.